Event description:
(B)(4). Per telephone communication with draeger medical regarding the submittal of additional mdrs for each serial number listed on the initial MDR submitted, draeger is submitting this report. It was reported that when a user initiated a telemetry pt transfer from a bed on one ics to a bed on another ics, the ics from which the pt was being transferred blanked out to a blank green screen and appeared to reboot. After the apparent reboot, normal monitoring function was reportedly restored. There was no pt injury reported. The ics central station has reportedly remained in use. (B)(4).

Manufacturer narrative:
Draeger reports that this infinity central station exhibited the same symptom reported in the previous complaint from this site. Our local service rep communicated to the customer's site to reinstall the infinity central station's database and if the reported failure occurs do a complete reload of the ics software. When service inquired if the customer had performed this action they stated that they had not. The reported reset issue was analyzed. Draeger determined that the ics does not reboot but does a reset. In addition, it was very difficult to reproduce the failure on the equipment and the cause of the transfer issue is unk. This is the only customer that has complained about this type of failure. Draeger determined that there are no new or revised risks. The system is designed to reset if there is an unexpected software failure and normal operation resumes automatically. The cited issue has been entered into the engineering development database and the reported behavior will be designated for a fix in a future version of software for the infinity central station. Draeger will continue to monitor for similar reports of this condition.